Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded ventricular arrhythmia episodes in configured collection period. Anti-tachycardia pacing and shocks were delivered but therapy did not convert rhythm that appears atrial, or sinus driven. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.